Event description:
It was reported that on the day after implant, a device interrogation and chest x-ray showed right ventricular (rv) lead dislocation and increased to high pacing impedance. It was noted that the event resulted in prolongation of existing hospitalization. The rv lead was repositioned and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.